Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high pacing impedance and no capture threshold on the left ventricular (lv) lead were noted. The device was reprogrammed and the lv lead deactivated until the revision procedure. The lead was capped and replaced, and the patient was stable with no adverse consequences.